Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation pending. There has been no additional information given regarding the original surgery or possible revision surgery. Update - (B)(4) 2012, information received from outside counsel. No information provided as to reason for revision. Update - (B)(6) 2012, plaintiff's fact sheet (pfs) received (B)(4) 2012. Changed unk asr hips to asr cup added femoral head product. There was no new information received that would impact the outcome of the investigation.